Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. The patient reported a ¿379¿ code on their programmer. They stated that the programmer screen fades in and out, and takes a while to start up. The patient mentioned that they notice this happens when their body becomes hot. The issue was not resolved at the time of the report. No further complications were reported. No new information provided. Interface update additional information received from the patient stated that they have been in pain all weekend. It was reported that the stimulation has turned off because they can't effectively charge the ins due to the antenna failure.